Event description:
The event involved a chemoclave vented bag spike, and it was reported that chemo drug couldn¿t drip, and the silicon was sunken after disconnection during infusion. Pembrolizumab were involved in the event. There was patient involvement, and no harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information (distributor): (B)(4).